Event description:
Report #2 of 2 received of a "burst" tubing during a power injection of contrast. The abbott extension set was connected to the angiocatheter and the medrad power injector tubing was connected to the extension set. The power injector was set to inject 100cc of the contrast, omnipaque at 2-4cc/sec. It was reported that after injecting approximately 10-15cc of the contrast, the tubing "burst" at an unspecified location on the extension set. The reporter stated that the contrast sprayed on the equipment, but none of the contrast came in contact with the patient. There was no reported bleed back or blood loss. The extension set was changed out and the injection was resumed without further incidence. The study was completed with contrast. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.